Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 4.1, 4.2, lab: 3.0. Previous strip lot (234526) new strip lot (243934). Testing performed within 1/2 hour of lab draw. Her target range 2.5-3.5.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Date: (B)(6) 2010. Inratio meter = 4.1; reference = 3.0. Mean = 3.55, confidence limits = 2.0 - 5.0. Date: (B)(6) 2010, inratio meter = 4.2; reference = 3.0, mean = 3.6, confidence limits = 2.0 - 5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Inratio precision data provided by end-user lot: date: (B)(6) 2010. 1st inr = 4.1; 2nd = 4.2, mean = 4.15; sd = 0.07; %cv = 1.7. Since % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. As reviewed on 12/21/2010, 12 discrepant results complaints were reported for lot #243934 yielding a complaint rate of 0.009%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.